Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord was not good, component failure of the universal cord, blackout in the image, the distal end of the light guide bundle was folded/broken, component failure of the lg bundle, lg plain glass was worn, component failure of the distal end cover glass and the distal end of the light guide bundle was folded/broken and yellowed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event blackout in the image was caused by a component failure of the universal cord. The end of the light guide bundle was folded/broken and yellowed was caused by a component failure of the light guide bundle. The event light guide plain glass was worn was caused by a component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image occasionally flickers. The issue was found during set up. There were no reports of patient harm.